Event description:
During a vein harvesting procedure, the instrument stopped working. Showed an instrument error code 5. They went through the process of reassembling it and it did not work. Case completed by using a 3rd device. No pt consequences.